Event description:
It was reported that during the operation, the skin flap was found to be rather thick and the surgeon had to make it thinner. During the first fitting, one month later, the patient neither showed any reaction nor had any hearing sensations. After pressing the sender coil, the patient started to show some reaction but only on the first 5 electrodes. At the second session, the patient showed reaction with the first 4 electrodes and on the third one with 5 electrodes and a little bit with the 6th one. An x-ray was done in (B) (6) 2009. It shows an incomplete insertion of the electrode (only the electrodes 4-6 are inside the cochlea).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.